Manufacturer narrative:
(B)(4). The report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection of the catheter revealed the proximal luer hub was separated from its extension line; however, the proximal luer hub was not returned. The proximal extension line was knotted in two locations as seen in the customer provided photo. The separation points on the proximal extension line appeared uniform and slightly tapered. During dimensional analysis, the outer diameter of the proximal extension line was smaller than specifications. Thinning of the extrusion wall can occur when a tensile force is applied to the extension line causing the material to stretch/elongate. The catheter met all relevant functional requirements. The instructions-for-use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the luer hub returned to evaluate the nature of the break, the potential cause for the narrowing of the extension line could not be determined. A device history record review was performed, and no relevant findings were identified. Based on the information provided and the sample received, the root cause could not be determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that " (B)(6) hospital, (B)(6), reports a product deviation on arrow cvc. The cvc snapped off close to the luer connection where the 3-way stop cock is mounted. Fortunately, clamps on the extension line were clamped off since the lumen was not in use. The catheter had been in the patient for 28 days. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that " (B)(6) hospital, reports a product deviation on arrow cvc. The cvc snapped off close to the luer connection where the 3-way stop cock is mounted. Fortunately, clamps on the extension line were clamped off since the lumen was not in use. The catheter had been in the patient for 28 days. Additional information has been requested.